Event description:
Pt experienced life threatening sepsis, pelvic inflammatory disease with use of new "tampax pearl plus" tampons at time of menses. Vaginal cultures positive group a strep pyogenes. This is a tampon containing a new material and should have safety investigated.